Event description:
It was reported that the patient presented to the clinic feeling fatigue and loss of energy. The patient wore an external monitor that displayed episodes of rates below. Device interrogation showed normal function with no lead issues observed. The physician suspected a possible t-wave over-sensing that the device was not capturing. Programming changes were made. The patient was in stable condition pre, during, and post-device check.